Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, several small air bubble-like objects attached to the edge of the iol, which could not be removed even with irrigation and aspiration and those have been left in the eye. It was unclear why those only attached to the edge of the iol. Surgeon would like to investigate if there are any similar past cases reported and the possible causes. The incision size when insertion in the initial surgery was 2.4mm and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The product was not returned for analysis. Carton, insert card, patient implant card and implant reply card received. No device or iol (intraocular lens). Returned video shows iol implantation with an company preloaded device. The nozzle is inserted into the wound and the iol is delivered. As the iol unfolds, it is manipulated with a surgical tool to reveal what appears to be foreign material on the optic edge. This could be interpreted as the reported multiple small bubble-like objects attached to the iol edge. No determination can be made on the origin of the observed material. Based on our observation of the attached video, a material is observed on the iol optic which could potentially be a material adhered to the edge of the lens. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).